Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the blade broken and with horizontal metal scratches. During the visual inspection of the instrument, it was noted that the blade had evidence of having been scrubbed with a metal pad, damaging the blade. The device was disassembled to inspect the internal components and no anomalies were noted. Due to the horizontal metal scratches discovered on the instrument which is evidence of possible reuse/reprocessing, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce horizontal metal scratches to the device. The evidence that was found on the instrument was: horizontal metal scratches on blade.

Event description:
It was reported that during a laparoscopic colorectal cancer resection procedure moved out, reinstalled the scalpel and the titanium tip broke during the pre-run test. The broken piece did not fall into the patient's body.